Event description:
The customer reported that their pump screen was dark and would not turn on. There was no reported impact to the customer¿s blood glucose level. The customer was instructed by technical support to attempt turning on the pump through various methods, but none were successful. As a result, technical support decided to replace the pump. The customer was informed on how to use an alternate form of therapy with multiple daily injections to ensure ongoing insulin delivery and was advised on the steps for returning the faulty pump.